Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsg45 instrument would not release after firing (could finally open the instrument manually). The surgeon changed the instrument to a competitor's device and finished the case without further incident. There was no consequence to the pt. The device was discarded.